Event description:
It was reported that during a percutaneous coronary intervention procedure stent damage occurred.the target lesion was located in the right coronary artery (rca). The 2.5 x 28mm promus element mr stent delivery system was advanced, but was unable to cross the lesion. The device was moved back and forth, and it was noted that the stent got flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The target lesion was located in the right coronary artery (rca). The 2.5 x 28mm promus element mr stent delivery system was advanced, but was unable to cross the lesion. The device was moved back and forth, and it was noted that the stent got flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer. A visual and microscopic examination of the device noted proximal stent damage. The struts at the proximal edge were bunched and misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).